Event description:
It was reported that during the pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During pump back, a large number of bubbles were produced. A farawave catheter was inside the faradrive steerable sheath clear prior to and/or at the time air was observed. The guide wire was aligned with the opening of the ablation catheter. A pressure bag was used for irrigation of the faradrive steerable sheath clear. The procedure was completed with a new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During pump back, a large number of bubbles were produced. A farawave catheter was inside the faradrive steerable sheath clear prior to and/or at the time air was observed. The guide wire was alinged with the opening of the ablation catheter. A pressure bag was used for irrigation of the faradrive steerable sheath clear. The procedure was completed with a new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.